Event description:
Reporter stated that a neonate's capillary blood glucose was tested, back-to-back, using the suspect device, with results of 250 mg/dl and 176 mg/dl. Based on these values, a lab test (sample type not provided) was ordered. Ten minutes later, neonate's blood glucose reportedly measured 205 mg/dl in the facility's lab. Reporter noted that neonate had not been treated based on the values obtained on the suspect device. Quality control testing was performed on the suspect device and the results fell within the acceptable range. No product was returned to the manufacturer for evaluation.